Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire ez were selected for use. The stent was successfully implanted. During removal of the system from the lesion, it was noted that strong resistance was felt. The filterwire also did not come out of the monorail port and resistance was felt in the wire lumen of the stent. Both filterwire and delivery system were removed as one unit. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire ez were selected for use. The stent was successfully implanted. During removal of the system from the lesion, it was noted that strong resistance was felt. The filterwire also did not come out of the monorail port and resistance was felt in the wire lumen of the stent. Both filterwire and delivery system were removed as one unit. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that there was no resistance when advancing the stent system over the filterwire. The wallstent system was unable to be removed. Therefore, it was completely removed without retrieving the fwez into the retrieval sheath.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the sheath of the device. This carotid device is recommended for use with a 0.014" (0.36mm) guidewire as per carotid wallstent IFU. The device was received with no guidewire inserted in the device. The investigator was unable to advance a boston scientific a guidewire through the device in a deployed state. The device was retracted, and a boston scientific 0.014" filterwire was successfully inserted through this device with no resistance experienced, and the guidewire was removed without any issue in a undeployed state. The guidewire was advanced again onto the device. The device was then put in a deployed state and the investigator was unable to remove the guidewire. The guidewire used by the customer was not returned for analysis. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire ez were selected for use. The stent was successfully implanted. During removal of the system from the lesion, it was noted that strong resistance was felt. The filterwire also did not come out of the monorail port and resistance was felt in the wire lumen of the stent. Both filterwire and delivery system were removed as one unit. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that there was no resistance when advancing the stent system over the filterwire. The wallstent system was unable to be removed. Therefore, it was completely removed without retrieving the fwez into the retrieval sheath.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers and implant date was added in d6a. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the sheath of the device. This carotid device is recommended for use with a 0.014" (0.36mm) guidewire as per carotid wallstent IFU. The device was received with no guidewire inserted in the device. The investigator was unable to advance a boston scientific a guidewire through the device in a deployed state. The device was retracted, and a boston scientific 0.014" filterwire was successfully inserted through this device with no resistance experienced, and the guidewire was removed without any issue in a undeployed state. The guidewire was advanced again onto the device. The device was then put in a deployed state and the investigator was unable to remove the guidewire. The guidewire used by the customer was not returned for analysis. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.